Manufacturer narrative:
(B)(4). The manufacturer has not yet received the device for evaluation. The device has been requested and the manufacturer was told that the reporting institution would return the device for evaluation.

Event description:
Reportedly, at the end of a therapeutic plasma exchange procedure, the plasma waste bag contained approximately 400 ml instead of the expected 3144 ml. Pt was hospitalized overnight for observation and was given 60 mg lasix IV immediately and in the morning without problems, urine output excellent.